Event description:
It was reported to bsc in 2006 that following the initial placement of the one step button, and while performing a post procedure placement x-ray, a "foreign material was observed in the stomach." The pt gender and age is unk. Based on info provided by the complainant, the substance appeared to be a piece of the loop wire coating. It was also reported that the "the material was removed successfully, and no pt injury was reported."

Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.